Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports or capas confirmed in veeva to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the band broke two times in surgery.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Blood residue was noted on the mesh. The tip of the right introducer was noted to be bent. The information received indicated that the device failed between the anchor and blue mesh on the static side. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. Examination confirmed the tip of the right introducer to be bent. The introducer tip may bend, or eventually detach, if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. Devices met specification prior to release.

Event description:
According to the available information the band broke two times in surgery. According to the available information it was additionally reported that the device failed between anchor and blue mesh on the static side during positioning of dynamic anchor. No unique patient anatomy was noted. The failure resulted in a half hour procedure delay. The procedure was completed successfully with a non-coloplast device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports or capas confirmed in veeva to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the band broke two times in surgery. According to the available information it was additionally reported that the device failed between anchor and blue mesh on the static side during positioning of dynamic anchor. No unique patient anatomy was noted. The failure resulted in a half hour procedure delay. The procedure was completed successfully with a non-coloplast device.